Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor kit were reviewed and the dhrs showed the sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adhesive issue was reported with the adc sensor via webform. The sensor prematurely detached and the customer was unable to obtain readings and monitor glucose levels. As a result, customer experienced a loss of consciousness and/ or seizure. Customer reported there was no third-party treatment. No further information is available at this time. There was no report of death or permanent injury associated with this event. Adc customer service attempted to contact the reporter/customer (three) times to gain additional details regarding this event, however all follow up attempts were unsuccessful